Manufacturer narrative:
The insulin pump was received with unresponsive act, escape and b button due to flattened dome switch. Unable to perform displacement test due to unresponsive buttons. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act button on the insulin pump is hard to press and takes a long time to respond. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.